Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the pump is indicated for use with novorapid or humalog u-100 insulin.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was unknown. Customer changed the infusion set and cartridge to address bg. Customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.